Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications). Author: cavaignac (2013) france. Reference: cavaignac e, pailhé r, reina n, chiron p, and laffosse jm. Massive proximal extravasation as a complication during arthroscopic anterior cruciate ligament reconstruction. Knee surg relat res 2013;25(2):84-87. Address: etienne cavaignac, md. Institut locomoteur - service de chirurgie orthopédique et traumatologique, chu rangueil, 1, avenue jean poulhès tsa 50032, 31059 toulouse cedex 9, france. Tel: +33-6007342595, fax: +33-561322232. E-mail: cavaignac.etienne@gmail.com. Patients group: n/a. Patient characteristics: age: (B)(6). Gender: male. Index operation: acl repair (old acl tear + posterior horn and medial meniscus tear > femoral shaft fracture). Devices: fms duo+ time of complication: during operation (operation ended after 105 min. And 15 liters of irrigation fluid.) Type of complication: extravasation (thigh, right iliac fossa, perineum, and scrotum). - - joint: knee. Device: fms duo+ (pressure value error). Suture: -- other devices: - signs and symptoms: swelling of the thigh, right iliac fossa, perineum and scotum. Tissue damage: no compartment syndrome, pulses were normal, no sensory or motor disturbances, blood pressure normal, no sign of blood loss. Imaging studies: abdominal and pelvic ultrasound: effusion of the subperitoneal space and scrotum. Reoperation (related/unrelated): acl repair using the tunnels from the first surgery (related). Medical treatment: furosemide. F/u time: 5 yrs. Imaging studies: - objective outcomes: no sequelae. Functional outcomes: - subjective outcomes:

Manufacturer narrative:
Our patient safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. We cannot confirm that this issue had been previously reported to mitek, so we are filing an adverse event report to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.